Event description:
It was reported that nine (9) minicaps were found to be expired. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4 (device manufacture date): the devices were manufactured in june 2020. H10: the actual devices were not available; however, eight (8) photographs of the samples were provided for evaluation. A photograph of the ninth sample was not provided and therefore could not be evaluated. A visual inspection with the naked eye identified eight (8) minicap pouches were expired. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.